Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the surgical procedure is carried out without any issues. Almost at the end of the surgery, the piece is removed from the cavity, removing the trocar with the clip and the bag with the piece through the transparent cannula, releases everything and re-inserts the shirt without the punch in the cavity. At the time of making a final review of the procedure, the doctor introduces a laparoscopy forceps and the duck beak seal falls into the abdominal cavity. Examination is done and the seal is removed from the cavity together with the 12 mm shirt, removing the product from the surgical field.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "1.-without any complications, the trocar was changed, delaying the surgery a little but they continued without any eventuality 2.-no" investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the duckbill out of position and present. Due to the condition of the retuned device had no leak tested could be performed to evaluate the reported incident. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device lot number 788c14, and no non-conformances were identified.